Event description:
It was reported to an aci sales professional that a female patient underwent a coronary interventional cath procedure in 2009. The pt was previously admitted one week ago with dizziness and had just had a fall. Angiomax was administered peri-procedurally. Access was obtained via a 6f sheath. The physician, trained to the mynx procedure, proceeded to use the mynx closure device to close the right femoral artery. Hemostasis was initially obtained with the mynx but a hematoma developed approx 1.5 hours post procedure. It was reported by the staff that the pt was non-compliant during the bed rest period. After approx one hour of manual compression and placement of a femostop, the bleeding was still not controlled, so the pt was sent to surgery. It was reported that there was a "lot of hematoma especially in the muscle compartments and below the skin area". The hematomas were evacuated and the bleeding from the muscle fibers was controlled. However, the pt was administered 13 units of blood. At the time of the report, the pt was stable, but still in the hospital (unk if related to the bleed and surgery or other concerns). No further info was obtained.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Hematomas are listed in the mynx instructions for use (IFU) as a potential adverse event or condition that may be associated with the mynx or with the diagnostic or interventional procedure. The device used in this procedure was not returned for evaluation; based on the info provided and the investigation performed, the root cause of the reported hematoma is unk. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per IFU. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality dept.